Event description:
It was reported that the lead perforated and was repositioned due to a hemothorax. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.